Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to investigate the reported event. The fse replaced the sample nozzle assembly to resolve the reported event. The fse then performed adjustments and ran daily check, which passed with no errors. The customer then processed quality controls and samples to verify proper aia-360 instrument's performance, which passed without any issues. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 19-jul-2018 through aware date (B)(6)-2019. There were two (2) similar events reported during the search period, which includes this event. The aia-360 operator's manual under section 7-1: list of error messages states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message: 4019 spec.z-axis home sensor description: the specimen z-axis motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a faulty sample nozzle assembly.

Event description:
A customer reported to the distributor getting error message "4019 spec.z-axis home not found" on the aia-360 instrument. The customer requested service to address the event. A distributor field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of progesterone ii and creatine kinase mb isoenzyme (ck-mb) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.